Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-32233 and 3006705815-2020-31808. It was reported the patient's scs system was unable to be set into MRI mode. Upon evaluation of the patient's scs system by the abbott representative who met with the patient found low impedance on several of the lead contacts. The representative was unable to set the patient's scs system to MRI mode. Consequently, the patient's scs system was removed so the patient could undergo an MRI.